Event description:
The pt received his scs system, including an ipg, percutaneous lead, and extension, on (B)(6) 2010. It was reported that the pt experienced intermittent overstimulation and severe rumbling in his leg and stomach whether the stimulator was on or off. On (B)(6) 2011, the pt reported that he felt random overstimulation in his back, abdomen, buttocks and legs. He also reported that he felt a humming sensation in his abdominal area that caused nausea. A CT scan and x-rays found no anomalies. He was instructed to leave the stimulator off. On (B)(6) 2011, the pt went to the ER because he stated that his symptoms had improved but then worsened after he charged the ipg. The pain physician stated that the pt felt he was getting 'jolted' in the ER, and his leg and torso would go into full extension. The system was explanted on (B)(6) 2011. The explanted ipg was returned to the MFR for analysis. F/u on the pt found that he still claims to feel stimulation after the system was explanted.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.